Manufacturer narrative:
Combination product. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you please confirm that the correct product involved is the pdp340, instead of z340? The product pdp340, expiration date may/2018 was informed as to be related to the event: lot: kgz778, exp may 2018, pdp340. Which is the correct photo of the suture used ? Picture is the one with exp may 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Hello, also, be advised that we received another picture this monday of the product apparently used in the surgeries with a different expiry date (2018).

Event description:
It was reported that an animal underwent a hernia repair procedure on unknown date and the suture was used. Following the procedure, the suture line broke. It was also reported that the suture is expired as of 07/2013. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
The actual sample was returned for analysis. During the visual inspection the pds suture pieces were examined and it was observed body fluids and damage in several parts along of the strand piece and a one of the sutures pieces has a knot. Also, the ends of the sutures were observed damaged and appears to be by surgical instrument. It could not be determined what may have caused the reported incident. The information for use indicates handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.